Manufacturer narrative:
(B)(4). Initially this event was reported as a reportable malfunction, upon further review it was determined that this event was actually a non-reportable malfunction that occurred and was reported in error. Please disregard initial reporting of this event since this has now been deemed non-reportable.

Event description:
Initially this event was reported as a reportable malfunction, upon further review it was determined that this event was actually a non-reportable malfunction that occurred and was reported in error. Please disregard initial reporting of this event since this has now been deemed non-reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a failed transmitter error. In addition, transmitter failed error was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.